Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, after doing a tibial nail, the connecting screw was very difficult to loosen from the tibial nail. Eventually the nail was disconnected and the procedure was successfully completed. There was a five (5) minutes of surgical delay noted. No patient consequences noted. This report is for one (1) 12mm ti cannulated tibial nail-ex/390mm-sterile. This is report 2 of 2 for (B)(4).